Event description:
Overdelivery reported due to operator error. It was reported that the device was removed from pt service because the nurse thought that device "was delivering too fast". There was no pt harm or adverse event reported. The physician was not notified. Though requested, there was no additional info available.